Event description:
Device malfunction: embolic protection filter basket retrieval unsuccessful with initial recovery catheter. Time of malfunction: during the procedure, during filter basket retrieval symptoms/ae: none. It was reported that during a revascularizaton stenting procedure of the left internal carotid artery, the physician was unable to pass the recovery catheter #2 low profile design through the stent to retrieve the filter basket; as a result, the physician ultilized the recovery catheter #1, shapeable tip design, with successful epd retrieval. There were no reported pt effects throughout the procedure. It was noted that the subject was discharged to home in 10/2006. No additional info is available.

Manufacturer narrative:
2 study event.